Manufacturer narrative:
The cause of the event could not be determined due to missing initial and repeat results for potassium and chloride, calibration, qc, and electrode data. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ise indirect na gen.2 result for one patient sample tested on the cobas 8000 cobas ise module (double). The initial result was not reported outside of the laboratory. The sample was also rerun on their other line. The initial result from the module was 121 mmol/l. The first repeat result from the module was 140 mmol/l. The second repeat result from the other line was 141 mmol/l. The electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) checked the fluidics, nozzles, and sample probe. He did not find any issues. He also checked the sample probe's internal and external wash including the gear pump pressure and did not find any issues. He verified that the adjustments were correct. He performed an ion-selective electrode (ise) check with acceptable results. He performed qc with acceptable results. The customer performed a precision check with acceptable results. The investigation is ongoing.